Event description:
The customer reports that the extension line broke (crack) during usage on the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned various components for evaluation including a connector assembly. Visual examination revealed the blue (venous) luer hub contained one large crack. The damage appeared consistent with repeated tightening of the luer. The connector assembly was functionally tested by flushing both lumens using a water-filled lab inventory syringe. When the venous line was flushed, water leaked from the cracked luer. No leaks were detected with the arterial line. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer was confirmed by complaint investigation of the returned sample. The venous (blue) luer contained one large crack, consistent with over-tightening of the luer. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the extension line broke (crack) during usage on the patient.